Event description:
A report was received of an infection at the lead site of a trial patient. The patient's leads and extensions were explanted, and the patient was prescribed oral antibiotics. The patient is reportedly doing well

Manufacturer narrative:
The explanted devices will not be returned for evaluation.